Manufacturer narrative:
Manufacturing review: a lot history review was conducted and identified that a device history record (DHR) review was not required. Visual inspection: the safety clip was missing upon receipt. The tuohy borst adapter was loose and the two-way stop cock was opened. The gray outer sheath was noted to have a complete circumferential break approximately 56mm from the strain relief. Under magnification (10x) the stent graft was noted to be partially deployed 0.5mm from the distal end of the outer catheter. There was a gap between the atraumatic tip and the distal end of the outer catheter of 3.5mm. Stent graft was noted to have several bent struts throughout the undeployed segment. Dried blood was noted between the stent graft and the outer catheter. A 0.035 guidewire (manufacturer unknown) was returned inserted into the device. Guidewire was removed with some resistance from the device. Functional/performance evaluation: functional testing could not be performed, as the delivery system was returned with the outer sheath broken. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for deployment failure and outer catheter break, based on the condition of the returned sample. The stent graft could not be released during functional testing, as a break in the outer sheath of the delivery system was identified. Per the reported event details, the physician positioned the stent graft around a 90º bend in the av graft. The IFU states under ¿precautions¿ that during deployment of the stent graft, the entire length of the delivery system should be kept as straight as possible to mitigate the potential for distal stent graft misplacement. Therefore, it is possible that procedural issues contributed to the reported event. However, the definitive root cause could not be determined. Labeling review: the flair endovascular stent graft instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a stent graft could not be deployed in a basilic vein a-v graft. The stent graft was removed and exchanged over the guide wire for a pta balloon, and angioplasty was performed successfully. No other attempts to deploy a stent graft were made. There was no reported patient injury.